Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "unit turns itself off" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined as this device is a stay-in unit. No repairs were made in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has previously been sent to baxter for service, but the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative reported an ipump with a condition of "unit turns off by itself." This condition occurred during programming/setup in the "pre-op" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.